Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt. Establishment name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient visited to emergency room and subsequentially hospitalized less than 24 hours because of high blood sugar 420 mg/dl and diabetic ketoacidosis, trace of two+ ketones with the symptoms of vomiting feeling sick due to bent cannula in use of one day and get treated with insulin pens on (B)(6) 2026.